Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 customer advocate called the reporter who explained that every time the patient is connected to lines, air bubbles are visible in the line causing the lines to clot. Machine will alarm - bubble alert. The devices are failing with every use.

Manufacturer narrative:
Event 1: the report has been identified as b. Braun medical international report number (B)(4). Forty-seven (47) samples in unused original package were received to evaluate. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. Although no leakage was observed, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.